Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 9750tfx 20mm sapien 3 ultra transcatheter valve, implanted in a preexisting surgical valve in the aortic position, underwent an explant procedure after an implant duration of 3 years and 9 months. Per medical record received, the patient, with heart failure symptoms, presented for surgical evaluation. The latest tee revealed moderate-to-severe tricuspid regurgitation and severe stenosis of the aortic prosthesis. Cardiac catheterization findings from three months prior show an ava of 0.71 cm2, mean gradient of 18 mmhg, and a patent proximal right coronary artery (rca) stent. Per the operative note, the patient presented with mixed severe aortic stenosis and regurgitation in the setting of structural valve degeneration (svd) of the sapien 3 ultra valve, and severe tricuspid regurgitation. Patient underwent explant of sapien 3 ultra valve and preexisting surgical valve, aortic valve replacement and tricuspid valve repair. The sapien 3 ultra valve was noted to be impinging on the rca stent that was protruding into the aorta, so coronary artery bypass grafting (CABG) was performed. The patient tolerated the procedure well and was transferred in stable condition.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 health effect-impact code, additional code added to h6 device code, additional code added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage and no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The structural valve degeneration (svd) was confirmed based on the provided medical records. Per the instructions for use (IFU), svd is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Due to limited information provided, a definitive root cause was unable to be determined at this time. The interaction between the sapien 3 ultra valve and the coronary stent was confirmed based on the provided medical records. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. It was reported that the rca stent was protruding into the aorta and that the thv was impinging on the protruding stent. As such, available information suggests that procedural factors (rca stent protruding into aorta) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.